Manufacturer narrative:
Device lot# not provided/unknown.

Event description:
The dentist reported that they experiencing difficulties separating the placement driver (iipdts) from the implant after placement. The driver will fit into the implant but would require force to remove it. The surgery was completed using an alternative method.

Manufacturer narrative:
One (1) certain® 4, 5, 6mm(d) implant driver tip - short (iipdts) was returned. A visual inspection revealed that there was moderate wear and corrosion about the hex tip of the driver. The o-ring is in fair condition and does not require replacement. The product was functionally tested, and the driver was found to mate correctly with a corresponding implant. The complaint is unconfirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: (B)(4). Pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. Probable causes for the reported event could not be determined, as the complaint is unconfirmed following inspection.